Event description:
COMPONENT FRACTURED.

Event description:
Component fractured.Additional information has been received by the customer which confirmsthe complaint to be an osseointegration failure, rather than an implantfracture.Additionally, osteomyelitis was not involved but ratherperi-implantitis. The product has been returned and the material numberupdated accordingly. All updated information is provided in this followup report.

Manufacturer narrative:
Additional information has been received by the customer which confirmsthe complaint to be an osseointegration failure, rather than an implantfracture.Additionally, osteomyelitis was not involved but ratherperi-implantitis. The product has been returned and the material numberupdated accordingly. All updated information is provided in this followup report.